Event description:
It was reported that a malfunction alarm occurred on the customer's pump, specifically showing a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue happened again.